Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported the cutter broke. The broken piece was retrieved from the patient and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the teeth of a 2.5mm aggressive cutter broke on a left wrist arthroscopy. The probable root cause could be debris got caught between the tip and housing causing the tip break. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the cutter broke. The broken piece was retrieved from the patient and the procedure was completed successfully.